Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2019-00900.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2, reference MFR. Report#: 3006705815-2019-00900. It was reported that the patient was not receiving adequate therapy, due to lead migration. As a result, the patient's scs system was explanted and replaced. Therapy was restored post-op.